Event description:
In 2011 I had l4-l5, l5-s1 lumbar fusion. Dr used op-1 combined with copios bone void filler for the procedure. 2016 I had a revision surgery to remove "bony overgrowth" as a result of the mixture. I have done extensive reading and have found that op-1 is an hde requiring a review board in order to be used as a revision to failed back surgery. I was never informed that op-1 was going to be used and it was used improperly according to the product insert. I'm concerned that the op-1 mixture could still be affecting me and possibly give me cancer. I have years of medical records to show heterotopic bone growth.